Manufacturer narrative:
Testing and investigation found that the device did not sound an audible alarm tone over the full volume range. This was due to the piezo alarm assembly. Further testing by the supplier found that the piezo had impedance failure within the ceramic piezo. During manufacturing process, the beeper wire is soldering, the material property (piezo electric constant) of the piezo may alter causing the impedance of the piezo to drop and resulting in piezo failure. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible alarm tone over the full volume range. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.